Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm at an unknown date. Endologix was made aware that the patient presented emergently with a rupture and an endoleak type iiib with stent fracture. On (B)(6) 2018, the physician elected to reline with an ovation main body and 2 limb extension to successfully seal the leak. The patient is reported to be stable post secondary.

Manufacturer narrative:
At the completion of the clinical evaluation, the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; a stent fracture, type lllb endoleak, rupture. Re-intervention was performed and a reline using ovation was performed. Post procedure there were no leaks observed. There have been no further reports of negative patient sequelae. Manufacturing records and lot evaluation could not be performed due to this information not being submitted provided. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot serial number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the stent fracture, type iiib endoleak, abdominal aortic aneurysm rupture and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. No procedure-related harms for this event were identified. The final patient status was discharged home on the fourth post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.